Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 20 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer may have accidentally bolused for an inaccurate amount of carbohydrates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.